Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the electrodes. Some of the blisters had broken open underneath the left and right electrodes. The broken skin has since closed but is still red. The patient was given a prescription of hcl & zinc aceton cream from their physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed cream.